Manufacturer narrative:
Investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported receiving false positive results on ctgctv assay. Field service was dispatched. Field service replaced the reader. Field service performed empty fill check on both and the results passed. Side a reader was renormalized. Cal-rack was performed. Instrument was returned to the customer functional. No parts were returned to bd for investigation. Complaint was confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument false positive results were obtained on side b. Samples were reran and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives for CT gc tv. He mentioned yesterday he ran a run of 9 samples on side b, they came back with positive results, then customer reran on the same side and same cartridge and they all came back as negatives.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument false positive results were obtained on side b. Samples were reran and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that false positives for CT gc tv. He mentioned yesterday he ran a run of 9 samples on side b, they came back with positive results, then customer reran on the same side and same cartridge and they all came back as negatives.